Event description:
This incident was reported by the distributor, (B)(4), as reported to them, and limited information has been made available. It was reported that the patient was seen at the (B)(6) on (B)(6) 2025 and a corneal ulcer was diagnoses. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown location, size or severity of the alleged ulcer, unknown treatment(s) and unknown patient resolution, and the potential for serious or permanent injury, or medication or medical intervention necessary to prevent or preclude such occurrence, with some corneal ulcer events. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No product has been made available for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.